Manufacturer narrative:
Correction: h6 - investigation conclusions code should be "61 - unintended use error caused or contributed to event" instead of "67 - no problem detected".

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for pacemaker system implant procedure. During the procedure while connecting the lead, it was noted that the physician was unable to connect the lead to the pacemaker due to a loose set screw. The pacemaker was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.